Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for follow up #1, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:19 (edt) to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported that noise occurred on the monitor when connecting and wire was broken. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that noise occurred on the monitor when connecting and wire was broken. There was no patient impact , no harm reported due to the event.

Event description:
It was reported that noise occurred on the monitor when connecting and wire was broken. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. The device evaluation found cable flooding, cable damage and white scratches (pixels) on the image. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.